Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook vena cava filter. Summary of investigational findings: as stated in the article, a patient (patient 1) presented with double-stacked cook gunter tulip filters which had a dwell time of over 16 years. The filters were intertwined and had become severely tilted with tips embedded in the caval wall, surrounded by thrombus and with ossified fibrin sheath. A previous retrieval attempt at an outside institution had failed. A patient specific 3d-printed model was used to assess retrieval strategy. The filters were retrieved with forceps by dual venous access (both jugular and femoral approach). The patient had an ossified fibrin sheath containing an extra-caval filter strut that precluded removal in its entirety, only a small fragment remained in the patient. The patient was followed up clinically because of the small retained filter strut which required monitoring and confirmed to be ossified and extracaval. The patient was on anticoagulation post procedure, and no additional complication occurred within 6 month. The complaint is confirmed based on information in the article. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Limited information provided in article. Manufacturing records review could not be completed as the lot number is unknown. There is evidence to suggest that user did not follow the instructions for use and/or label. The product is intended for percutaneous placement for filtration of inferior vena cava (ivc) blood to prevent pulmonary embolism (pe). Double-stacking of filters in vena cava is not supported by the IFU. Furthermore, the IFU states that potential adverse events that may occur include unacceptable filter tilt, vena cava penetration/perforation, thrombosis, fracture and retrieval failure as retrieval becomes more challenging with time. A definitive cause could not be determined from the investigation. Possible causes are double-stacking of filters possibly resulting in significant tilt and embedment in the caval wall. Furthermore, a long dwell time of over 16 years can lead to a more challenging and complex retrieval. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to literature: article: lee, et. Al. 2024 - planning for complex inferior vena cava filter retrievals: the implementation and effectiveness of 3d printed models. Doi: https://doi.org/10.1186/s41205-024-00226-x. A patient (patient 1) presented with double-stacked cook gunter tulip filters which had a dwell time of over 16 years. The filters were intertwined and had become severely tilted with tips embedded in the caval wall, surrounded by thrombus and with ossified fibrin sheath. A previous attempt at an outside institution had failed. A patient specific 3d-printed model was used to assess retrieval strategy. The filters were retrieved with forceps by dual venous access (both jugular and femoral approach). The patient had an ossified fibrin sheath containing an extra-caval filter strut that precluded removal in its entirety, only a small fragment remained in the patient. The patient was followed up clinically because of the small retained filter strut which required monitoring and confirmed to be ossified and extracaval. Patient outcome: the patient was on anticoagulation post procedure, and no additional complication occurred within 6 months.